Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported that sometime in (B)(6) 2013, after wearing the pod on her buttock and hip area for longer than 48 hrs, the site was tender and there was a lump as the insertion site that became infected. She went to the general surgeon who had the site lanced and also prescribed antibiotics for her site infection. She stated that she prepare her site with IV prep antiseptic wipes before placing the pod. The pod was discarded.